Manufacturer narrative:
During testing, the pump passed the sleep current measurement and active current measurement. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further checking of the pump history records: battery cycle 1.0 received the lowbatteryalert (104) on 01/27/2025 15:00:00 after more than 7 days at 17.32 days. Battery cycle 2.0 received the lowbatteryalert (104) on 01/10/2025 07:18:00 after more than 7 days at 17.58 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 27-jan-2025 in the pump history file. 01/26/2025 08:39:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 01/27/2025 15:00:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 01/27/2025 16:19:04.000 batteryremoved (55) 01/27/2025 16:19:04.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 01/27/2025 16:29:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 01/27/2025 16:30:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 01/27/2025 16:30:22.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 01/27/2025 16:30:30.000 alarmalertnotification (40) faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Earliest power data available per the power management tool/detail trace file is on 1/27/2025 8:37:00 pm. There was no power data available for the date of 01/27/2025 at 15:00:00.000. Unable to check power data for low battery alert. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) unknown. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. During testing, the pump passed the sleep current measurement and active current measurement. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Power problem-battery loss not confirmed. No current code/category not confirmed (low battery alert not confirmed, replace battery alert not confirmed, and replace battery now alarm not confirmed). However, the pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2 and motor. No damage noted on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power problem-battery loss. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer reported receiving replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.